Manufacturer narrative:
It was it was identified that the customer had assumed that isoflex lal (a gel support surface) was an air mattress rather than a gel mattress. It was identified that an air mattress may be better suited for this account's needs. The customer's isoflex lal units were replaced with isoair units (an air support surface).

Event description:
It was reported the patient was transferred to an isoflex lal mattress with an existing stage 3 pressure injury, and that by the following day, the wound had developed into a stage 4 wound. The wound care specialist indicated the patient was treated with flagyl for 2 weeks, at which point they were put on iodosorb.

Event description:
It was reported the patient was transferred to an isoflex lal mattress with an existing stage 3 pressure injury, and that by the following day, the wound had developed into a stage 4 wound. The wound care specialist indicated the patient was treated with flagyl for 2 weeks, at which point they were put on iodosorb.